Event description:
A patient reports while wearing a pod they had not received their blood glucose readings. The patient reports having to go to the hospital. No further information could be provided as to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.